Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level was 500 mg/dl with trace ketones. The bg level was addressed with a manual injection. Reportedly, the user would continue to use the pump until replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was verified in the logs; however, no failure was identified. In addition, a different issue was found.